Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during a combined surgery, the eye was collapsing and the eva did not aspirate. This happened during the phaco and also during vitrectomy, they changed the vitrectomy pack and the problem was solved. No report that actual patient harm occurred or surgery was prolonged more than 30 minutes.

Event description:
We have been informed that during a combined surgery, the eye was collapsing and the eva did not aspirate. This happened during the phaco and also during vitrectomy, they changed the vitrectomy pack and the problem was solved. No report that actual patient harm occurred or surgery was prolonged more than 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the detailed logfiles revealed that the constant irrigation was switched on/off with the pedal. Preventive service was carried out. Based on the results it was determined that there was no indication to return any module for further investigation. Potentially the programmed button was pressed unintended during the surgery, with result that the eye collapsed.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (eva-irrigation_). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to hypotony. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.